Manufacturer narrative:
Software error detected confirmed in downloaded pump history due to software error. File error defect number 1746336.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has a software error detected alarm. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.